Manufacturer narrative:
Other relevant device(s) are: product ID: 9736113, serial/lot #: unknown. A software analysis was initiated. Analysis determined that this issue is consistent with a known software anomaly. The issue is tracked in an internal database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that a medtronic representative (rep) was unable to pull exams. After setting up systems, the rep was getting c-find errors when trying to search. The rep ran a self-test and all items were passing, but the rep was unable to see an ip address listed on the clinical application. Additionally, the rep was unable to find any studies (c-find errors). The rep proceeded to open the self-test where he noted the ¿network configuration service¿ appeared to be stopped. Upon doing an additional restart, the rep was once again able to perform finds without issues. Resolution of the issue was confirmed on call. There was no patient involved. Additional analysis determined that there was a low memory system error.